Event description:
The customer reported that the 8800 system had a communication error message. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The service rep reseated all boards and the single board computer. The system was tested and is operating as intended.